Event description:
It was reported that the user experienced elevated blood glucose following a supply change, with a documented reading of 301 mg/dl, no reported symptoms, frustration with infusion sites, a decision to stop pump use, and a transition to subcutaneous insulin with planned follow-up with a healthcare professional. Symptoms included no clinical manifestations reported by the user despite hyperglycemia. Outcomes included user discontinuation of pump therapy and initiation of backup subcutaneous insulin therapy. Investigation included troubleshooting and education focused on infusion site management and confirmation that no device alerts or alarms occurred. Investigation of this case revealed an unclear cause of hyperglycemia, with user-reported chronic site issues suggesting a potential infusion site or delivery-related factor without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.